Manufacturer narrative:
H3: one device was received for analysis. Visual inspection found no physical damage or other anomalies. Functional testing was performed where the cassette was filled with 250ml of water using an ICU medical provided syringe. During the filling process, a leak was observed from the cassette when fully filled and under closer inspection, a leak was observed from corner 2 of the cassette bag. The customer issue was confirmed, and the probable cause was due to unintentional damage to the bag seam when closing the side panel during compounding. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. E1 - initial reporter address 1- (B)(6). D4 - primary UDI number- unknown due to unknown lot#.

Event description:
It was reported that during priming there was liquid leakage in the cassette. There was no patient involvement, and no harm reported.